Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was first inflated at 10 atmospheres (atm) for 3 minutes (min). However, during second inflation at 14 atm for 1 min, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.